Manufacturer narrative:
(B)(4). Approximate age of device - 108 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit, controller clock not set alarm was observed. A pump stoppage was observed during system controller history interrogation. The patient had let the battery¿s power deplete and slept through the alarms. The patient thought that the pump had not been operating for 3 hours. The patient was admitted for observation. The manufacturer¿s technical services representative reviewed the submitted log files and observed the following alarms on (B)(6) 2018: a low battery advisory at 4:04:41 am, a low battery hazard at 5:29:19 am, and system controller backup battery in use at 5:39:42 am. The last line item the log file recorded prior to the system controllers default date ((B)(6) 2001 1:00:00 am) was on (B)(6) 2018 at 5:39:42 am. The amount of time the system controller backup battery was in use prior to full depletion of power was not determinable. Additional information was requested but not provided.

Manufacturer narrative:
An analysis of the left ventricular assist system (lvas) log file shows that the reported pump stoppage event was caused by a depletion of the 14v batteries followed by a depletion of the backup battery. A review of the submitted system controller log file noted that the external batteries were depleted as of 05:39 am on (B)(4) 2018, and the system transitioned to support on the backup battery. The backup battery subsequently became depleted, indicated by the timestamp resetting to the manufacturing default and the controller clock not set alarm activating. The duration that the pump was off could not be determined. The pump resumed operating at the set speed when the controller was reconnected to a fully charged battery. The first recorded event captures pump speed at 0 rpm, and as of the next recorded event line, (B)(6) 2001 at 01:00:06, pump speed returned above the low speed limit. The patient was admitted for observation upon reporting the event to the clinic. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.